Event description:
It was reported that even though the pc units had the ac icon on the front panel indicating that the battery was charging and were being charged with a verified ac power connection, the devices would not power on. When the devices were sent to the repair depot, the resolution was to change the keypad. There was no adverse impact to the patient.

Manufacturer narrative:
The reported issue that the pc units had the ac icon on the front panel indicating that the battery was charging and were being charged with a verified ac power connection; however the devices would not power on with the cause associated with the keypad could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was patient involvement.

Manufacturer narrative:
The reported issue that the pc units had the ac icon on the front panel indicating that the battery was charging and were being charged with a verified ac power connection; however the devices would not power on with the cause associated with the keypad could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was patient involvement.

Event description:
It was reported that even though the pc units had the ac icon on the front panel indicating that the battery was charging and were being charged with a verified ac power connection, the devices would not power on. When the devices were sent to the repair depot, the resolution was to change the keypad. There was no adverse impact to the patient.